Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit was received with operating currents within specification. Unit passed functional testing including the self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test at 0.08750 inches. No failed battery test alarms were noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. Pump error alarm confirmed in insulin pump history with variable (003) due to broken trace at keypad assembly. Unit was received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Unit was received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's nurse reported via phone call the insulin pump alarmed pump error. The customer's blood glucose level was 13.1 mmol/l at time of incident. Customer's nurse states did a self-test and pump received pump error, followed by a battery fail alarm. Nurse was advised to enter a new battery. Customer's nurse did another self-test and pump error occurred again. The customer was advised to discontinue use of the insulin pump and to revert to the back-up- plan. The insulin pump will be returned for analysis.